Event description:
Affiliate reported that the facility had a pump, which showed it was 3.5ml out when they did the calculation on the worksheet. Additional information explained that although they recorded a calculated error of 3.68ml they actually believe the pump is functioning perfectly well and they don't believe there is an issue with the fill level sensor as the patient has had the pump in for a good few years and has not had a problem with refill dates.

Manufacturer narrative:
Upon completion of the lot review a follow up report will be filed. Device still implanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the medstream pump will not be returned for investigation; therefore the investigation was based on the information provided by the customer. Following the miscalibrated fls identification procedure worksheet filled and provided by the customer, it has been observed that the medstream pump 91-4200 sn: (B)(4), has a negative offset of approx. 3.68ml which is slightly over the acceptable error limit. An electronic review of the DHR was performed for the medstream pump 91-4200 sn: (B)(4), (lot: cklb3p), and a non-conformance was observed during the manufacturing process but not relevant to the reported event. The root cause of the fls offset has been investigated and documented in the CAPA-(B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.